Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error e03 and a defective pressor sensor were observed. However, the definitive root cause of the faulty main board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no abnormalities found in the appearance of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the display on the front panel of the high flow insufflation unit. It was also reported that the power turns off. The issue was found during a procedure. The procedure was completed using the same device. The device was inspected prior to use. There was no other information regarding the procedure. There were no reports of patient harm.